Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure one self-drilling screw could not be inserted into the bone. There was no delay and the procedure was completed using another self-drilling screw of the same size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The sterile trac 1.5x4.0mm ht screw (part# 15-6104, lot# 809130) could not be visually evaluated or functionally tested because it was not returned. A photo of the screw was provided and the screw looked like it was in good overall condition. It did not appear as though the tip was fractured or dull. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.